Event description:
During the monthly review of the september iqm data for the gem 4000 blood gas analysis instrument, it was discovered that the report was not generated by one of the instruments. During the subsequent monthly review another instrument failed to generate the report. The vendor was contacted and a service ticket was opened. The is instrumentation laboratories.